Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in march 2010 and performed to specification up to the 18th march 2012. The device failed multiple self-tests due to a low battery between the (B)(4) 2012 and the (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute time outs recorded however an excess current drain was measured during investigation. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device was malfunctioned, as the device switches on automatically.